Event description:
The knee wound could not be closed with sutures and they had to do a skin graft to cover the wound after knee revision surgery, npwt was applied. The surgeon stated that if the prosthesis becomes infected and he has to remove it the patient might lose his leg. The skin graft had receded proximally and the patellar tendon was exposed. One could also see the fiber wire which extended next to tendon and was lying in the cavity. The wound was oozing a brownish fluid.